Manufacturer narrative:
The hill-rom tech found the siderail lower pivot block, roller guide, wave washer, and screw. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performs any other preventative maintenance on this beds. The tech replaced the missing lower pivot block, roller guide, wave washer, and screw to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the right siderail is not latching. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).